Event description:
It is reported that there was a leakage at the control valve requiring removal of the fms device and insertion of a new device. Add'l info rec'd indicates that two units with the same lot number have been reported as not functioning on the initial placement.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. There is no indication that a new fms device was utilized. Multiple attempts have been made to ascertain add'l info as follows: 1st attempt: (B)(4) 2014; 2nd attempt: (B)(4) 2014; 3rd attempt: (B)(4) 2014; 4th attempt: (B)(4) 2014. Please note: event description references "two units with the same lot number have been reported as not functioning on the initial placement" therefore; a separate 3500a form has been completed for the other case under (B)(6) and MFR. Report#: 2243969-2014-00206. (This is report 2 of 2 to capture these cases). No add'l pt/event details have been provided to date. A returned sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.